Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated that it is not uncommon for them to run high and that sometimes they get random readings over 500 mg/dl. Customer has called into helpline before about these unexplained highs but has not recently. The customer stated that they have noticed some it the result of a poor set, but ther other time the device appears to be working fine. The customer reported that incident for documentation.